Manufacturer narrative:
Manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the physical sample was not available, and images demonstrating stent or delivery system were not provided. The alleged issue could not be re produced which led to an inconclusive evaluation result. A definite root cause for the reported event could not be determined. Labeling review: a review of the relevant instructions for use for this product was conducted. The instructions for use was found to address potential complications and adverse events such as incorrect positioning of the stent requiring further stenting or surgery, intimal injury, and malposition. Device not returned.

Event description:
It was reported that during a stent placement procedure, the distal third of the stent deployed; however, the healthcare professional had to use a separate guide wire and balloon to complete expansion and to get the stent detached from the delivery system. There was no reported patient injury.